Event description:
It was reported the patient presented in-clinic after receiving multiple inappropriate shocks due to oversensing. Review of x-ray revealed the leads had dislodged as a result of twiddles syndrome. The hv therapy was disabled and patient was given a life vest until the leads are revised.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.